Event description:
During the procedure, there was no ablation. The ablation procedure was cancelled and there were no adverse consequences. The patient was treated with injections in place of an radiofrequency ablation treatment.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported issue was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.